Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, no patient impact was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported that measurements on the analyzer were different after aphakic measurement. The surgical cart screen went black but the green power button was still on. Cart was rebooted so that screen would come up again. Pre-operative data lens showed a different lens power then after aphakic measurement when it should have been the same as in the pre-operative data.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. As the system was found to meet specification, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).